Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the inside of the cassette door of their cycler and under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to let the cycler dry and reset up with new supplies during the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred after drain 0 during fill 1 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the inside of the cassette door of their cycler and under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to let the cycler dry and reset up with new supplies during the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred after drain 0 during fill 1 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The system air leak test failed. Internal inspection revealed a clogged filter. An internal inspection of the cycler was performed for the presence of visible liquid or evidence of past fluid residue within the cycler and other visual discrepancies. The hp2 filter was replaced. The system air leak test passed. A 15 mins 1000ml simulated treatment was performed and completed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the inside of the cassette door of their cycler and under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to let the cycler dry and reset up with new supplies during the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred after drain 0 during fill 1 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.